Event description:
Ra lead partially explanted due to tip separated from insulation. Lead not able to be completely extracted. Part of lead broke off during explant, and remains in patient in upper right shoulder area. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.